Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced pain, pain with sexual intercourse, infections, vaginal scarring/shrinkage, bowel problems and urinary problems. All other information, including the patient's current condition, is unknown and reportedly unavailable.